Manufacturer narrative:
Reported device is still in the patient's possession. Multiple follow-ups were conducted to obtain additional information; however, requested information has not been provided. Additional follow-up will be done to request for additional information. Once the evaluation is completed or new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an allergic reaction while using the comfort splint. The patient reported the reaction during her dental visit after she had been using the device for 4 months. The patient had burning sensation in her mouth. Following the dentist's advice, the patient stopped using the device and the reaction went away after a week.

Manufacturer narrative:
The actual device was not returned for investigation and analysis. The device was manufactured per patient's custom prescription (rx). The lot number of the device's material was reviewed and found no non-conformances. Testing was completed on a thermoformed device, similar to the suspect product. A series of biocompatibility test were performed and it was found that the sleep device materials were biocompatible. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation, found in any of the test articles. There were no issues found with the test articles. The incident is being monitored, tracked, and trended.